Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas pro ise analytical unit. The initial na result from the module was 153.9 (154) mmol/l. The repeat result from another module was 139 mmol/l. The reporter stated the emergency room doctor deemed the initial result unusually high for the patient, prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is arx88 with an expiration date of 18-aug-2025. The field service engineer (fse) inspected the module. The customer cleaned the ion-selective electrode (ise) reagent flow path. The sample probe and the sonic wash were cleaned; the sonic wash had salt crystal buildup. The fse performed multiple ise and precision checks, calibration, qc, and patient comparison tests with successful results. The investigation is ongoing.

Manufacturer narrative:
The calibration had alarms initially but was successful after recalibration. The qc appeared to be out of range on the date of event. The qc was in range before the event. The alarm trace had volume, sample probe abnormal aspiration, and clot detection alarms. This is an indication of a possible poor sample issue. The patient sample's centrifugation time may be too short, and the speed may be too low according to the tube manufacturer's recommended guidelines. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.